Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the screen is showing a funneled image . They tried connecting another probe and it still had the black funnel, but not as bad. Had the customer try the various filters and they seemed to like #5 the most but said the funnel image is still apparent. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the screen is showing a funneled image was confirmed. The unit was powered up along with customer provided cue probe and the image appeared to be funnel shaped. The root cause is due to an internal failure of the probe.

Event description:
It was reported the screen is showing a funneled image . They tried connecting another probe and it still had the black funnel, but not as bad. Had the customer try the various filters and they seemed to like #5 the most but said the funnel image is still apparent. No other information was provided.